Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the complaint of the keypad buttons¿ unresponsiveness was not duplicated; all of the keypad buttons responded appropriately. There was evidence of contamination found under the all of the key contacts. Unrelated to the complaint, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Also unrelated to the complaint, evaluation revealed a cracked battery compartment.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.